Event description:
It was reported that during the procedure, the balloon catheter was noted to have a hole. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection did not reveal any damages. . During functional testing, it was noted that the balloon lumen was blocked and the device was immersed in warm water, but the blockage could not be cleared. The reported hole in the balloon could not be confirmed during analysis. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, the balloon catheter was noted to have a hole. There were no reported clinical consequences to the patient.